Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the output connector assembly was broken. Analysis was unable to confirm the customer comment that the knobs on the epg were broken. The hanger assembly was broken. The upper case was broken. The keypad was scratched. The lower case was broken. The main seal was pinched. The display wires were pinched, wire insulation was exposed. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functionality tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) control knobs were broken. It was further reported that the inside of the ventricular connector was cracked and required replacement. The epg was returned to service. There was no patient involvement.